Event description:
Baxter korea reports a minicap with an incomplete seal of the pouch. The product was used by a home pt (hp) for approx two days (8/18/1999-8/19/1999). The home pt developed abdominal pain and was diagnosed with peritonitis on 8/20/1999. The hp was hospitalized from 8/20/1999 for one week and was treated with general intraperitoneal antibiotic therapy. The hp continued the treatment for peritonitis as an outpatient for 10 days after discharge (medication and dosage unk). The pt has fully recovered per baxter affiliate.